Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 1(5) x probability of occurrence 4(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ft402t - yasargil vario a.fcps.mini ti.90/220mm. According to the complaint description, the clip couldn´t be released during surgery. The patient underwent microsurgical craniotomy and aneurysm clipping. The aneurysm clips applying used during the operation was too tight and could not be released. There was no described patient harm. Additional information was not provided. Additional information has been requested but not yet received as of this report. The malfunction is filed under aag reference (B)(4).